Event description:
It was reported that during patient use, a ventilator graphic user interface (gui) generated a burnt electrical odor. The facility's engineer went into the patient room, and determined that the smell was coming from the gui printed circuit board (pcb). Even though the ventilator continued cycling, the patient was removed, without harm. Information regarding transferring the patient to another ventilator is unavailable. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference:(B)(4). The field service engineer (fse) evaluated the device and was unable to verify the reported malfunction. The fse ran the ventilator for 24 hours in an attempt to confirm the smoke smell. The fse felt a dissipating heat from the graphic user interface (gui), but no smoke or burnt smell. The power supply and gui were inspected and no residue was found. The gui printed circuit board (pcb) was replaced to determine a difference in the heat dissipation levels from the original gui pcb. The ventilator was run for 6-8 hours with no variable difference in the heat dissipation levels. There was no report of spark, smoke, burnt smell, or flame. The fse replaced gui central processing unit (cpu) and downloaded the latest software revision as a precaution. The customer reported malfunction was not verified. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.